Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: correction d4: the expiration date was reported as 09/01/2026 on the initial report; and has been updated accordingly. Therefore, the UDI has been updated accordingly. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
Event description update: it was reported from china that during a meniscal repair surgical procedure it was observed that after the vapr clplse90 electrode w hand cntrls device was connected to the generator, the device did not function at all. It was reported that the blade was shorted and could not cut and coagulate and the screen did not show any alert code. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. During subsequent follow-up with the affiliate, additional information was obtained. The reporter stated that the failure of the device "does not function at all" meant that the blade was shorted and could not cut and coagulate. The expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, the UDI has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary - the vapr clplse90 electrode w hand cntrls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual and functional test were performed, as a result; the tip components, cable, handle and plug assemblies were in good condition. Suction tube has been cut off. The device passed all electrical checks. Ablate function worked ok. Handswitch coag failed. Footswitch worked ok. From our initial investigation we were able to confirm the customer reported fault that the handswitch coag does not function. During functional testing the handswitch coag - activation failed. No other defects were observed during the initial electrical & functional testing. The device handle was sectioned, and corrosion was visible around the pcb switches. Further investigation of the complaint device was performed by the atl UK process engineering team as detailed below. Further observations of the pcb and the inside of the rubber switch cover it shows potential saline ingress contamination on the switch pcb. The device was tested to see if there were any leaks in the suction path or in the tip or return shaft and there were no leaks in the device at all. There were no signs of saline ingress into the inside of the handle. There were no problems with the internal wiring and the continuity of the coag circuit was found to be as expected. It would appear the device has been built to specification and atl UK manufacturing processes have not caused any internal leak and the defect seen is potentially related to the component ac button & plug assembly. Potential saline ingress was detected inside ac button & plug assembly between the elastrometric buttons and dome retainer. As the preliminary complaint investigation performed by atl UK indicates a possible defect with ac button & plug assembly, a scr has been raised against the supplier who will investigate this issue further to determine root cause and implement any appropriate corrective actions. We have reviewed the incoming inspection history and integrity of the ac button & plug assembly used in the manufacture of complaint device lot. A review of our quality records for this component batch shows no anomalies or non-conformances which could cause the defect seen. The failure mode has been reviewed against the systems risk assessment document, the highest identified risk for failure modes that are equivalent to the reported complaint failure mode is system units\system unit features do not function\stop functioning during use. Resulting in increased procedure time - patient under anaesthetic extended period of time. The severity risk category is 'minor'- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre-mitigation risk of grid 10 and a post mitigation risk of grid 9 are stated, which is 'minor' and 'probable' and rated as low as reasonably achievable (alra). Based on a review of the atl UK investigation findings and risk documentation no correction action has been implemented by atl UK. The OEM investigation scr will investigate this quality issue further to determine a potential root cause and implement any appropriate corrective actions. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would contribute to the complained device issue. Based on the investigation findings, the potential root cause is traced to manufacturing. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported from china that during a meniscal repair surgical procedure it was observed that after the vapr clplse90 electrode w hand cntrls was connected to the generator, the device did not function at all. It was reported that the screen did not show any alert code, and the device was found short. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.